Manufacturer narrative:
(B)(4). The customer provided one video for evaluation. The video displayed a cvc insertion. After insertion, the guide wires were noted to have slight damage. The customer returned one guide wire and product lidstock for evaluation. The guide wire contained significant signs of use in the form of biological material. Visual examination revealed one bend near the center of the wire. Visual examination of the catheter could not be performed as it was not returned for evaluation. The guide wire contained one bend 310 mm from the proximal end. The total length of the guide wire measured to be 681 mm which is not within specifications of 594-606 mm per product drawing. This indicates that the returned guide wire was not from the reported kit. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was passed through a lab inventory catheter with slight resistance encountered at the bend. A manual tug test confirmed both welds were fully secured. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink and one bend, which led to slight resistance when advancing through a lab inventory catheter. The returned guide wire was not within dimensional specifications, which indicates either the customer returned the incorrect product or reported the incorrect material code number. A device history record review was performed on the reported lot with no relevant findings. The probable cause could not be determined based on the information provided, without the catheter to evaluate, and based on the discrepancy between the returned swg and the reported kit number. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "right subclavian insertion about the middle from shoulder to midline. On insertion the guidewire immediately kinked just behind the j tip. Dr managed to get the guidewire in again. The guidewire then kinked around 28cm. He could get the guidewire in further until ECG changes could be seen. After dilatation he tried to put the catheter in. It only went into the patient up to about 12 cm. And no matter what the catheter would not go any further. He then came out with everything and tried a new guidewire. He managed to get the guidewire in without any issues, dilated again, keeping the dilator in for about a minute then came out and inserted the catheter. Again the catheter only went in for approximately 12 cm. The catheter then kinked the guidewire 32cm. At this point the dr requested a 7 fr 3 lumen catheter. He used the straight end of the guidewire and went in and successfully inserted the 7 fr catheter." It was reported therapy was delayed, but there was no patient injury or complications.

Manufacturer narrative:
Qn# (B)(4). Additional information received that the patient died on (B)(6) 2021 due to complications from covid-19. The device did not cause or contribute to the patient's death. It was reported the patient had severe complications from covid and had been on the ventilator for many days.

Event description:
The complaint is reported as: "right subclavian insertion about the middle from shoulder to midline. On insertion the guidewire immediately kinked just behind the j tip. Dr managed to get the guidewire in again. The guidewire then kinked around 28cm. He could get the guidewire in further until ECG changes could be seen. After dilatation he tried to put the catheter in. It only went into the patient up to about 12 cm. And no matter what the catheter would not go any further. He then came out with everything and tried a new guidewire. He managed to get the guidewire in without any issues, dilated again, keeping the dilator in for about a minute then came out and inserted the catheter. Again the catheter only went in for approximately 12 cm. The catheter then kinked the guidewire 32cm. At this point the dr requested a 7 fr 3 lumen catheter. He used the straight end of the guidewire and went in and successfully inserted the 7 fr catheter." It was reported therapy was delayed, but there was no patient injury or complications.